Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a manual injection. A follow up with the customer confirmed that a new cartridge was successfully loaded to address the event.